Manufacturer narrative:
Correct event date is (B)(6) 2016. Correct implant date is recorded as (B)(6) 2016. Correct aware date is 2017-01-09 .

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a loss of therapeutic effect, noting she had a return of urgency/frequency symptoms. The patient reported not feeling stimulation at the beginning of the call. It was confirmed that the therapy was on. The patient increased the amplitude from 2.5v to 2.9v and after was feeling stimulation in the correct area. Additional information was received from the patient and it was reported that the loss of therapeutic effect and return of urgency/frequency symptoms had not been resolved, but had an appointment on (B)(6) 2016. Additional information received from patient reported that the loss of therapeutic effect and return of urgency/frequency symptoms had not been resolved. Patient stated she has had only 5 days of any relief in her symptoms since it was implanted (B)(6) 2016. It was worse most day and night. She was really stressed out. She had yet to get an answer on why the trial did help and the implant had not. She has another appointment with healthcare provider (hcp) on (B)(6) 2016 and if nothing is done and no answer, she would have the system removed additional information received as healthcare professional (hcp) reported that return of symptoms were due to urinary track infection (uti). Patient was getting treatment of uti for to prevent the symptoms.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a loss of therapeutic effect, noting she had a return of urgency/frequency symptoms. The patient reported not feeling stimulation at the beginning of the call. It was confirmed that the therapy was on. The patient increased the amplitude from 2.5 v to 2.9 v and after was feeling stimulation in the correct area. Additional information was received from the patient and it was reported that the loss of therapeutic effect and return of urgency/frequency symptoms had not been resolved, but had an appointment on (B)(6) 2016. Additional information received from patient reported that the loss of therapeutic effect and return of urgency/frequency symptoms had not been resolved. Patient stated she has had only 5 days of any relief in her symptoms since it was implanted (B)(6) 2016. It was worse most day and night. She was really stressed out. She had yet to get an answer on why the trial did help and the implant had not. She has another appointment with healthcare provider (hcp) on (B)(6) 2016 and if nothing is done and no answer, she would have the system removed additional information received as healthcare professional (hcp) reported that return of symptoms were due to urinary track infection (uti). Patient was getting treatment of uti for to prevent the symptoms.